Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that there was a button error on the pump and she was not able to clear it. The customer stated that the numbers were scrolling up on their own. The customer stated that she was not able to clear the alarm during a bolus. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with intermittent act and up button response due to corroded keypad traces. No button error alarms were noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The pump was received with a cracked reservoir tube lip.